Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2010 with result bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury "), tooth disorder ("dental problems"), migraine ("migraine"), abdominal distension ("bloating"), rash ("rash"), allergy to metals ("allergic to nickel"), feeling abnormal ("brain fog") and alopecia ("hair falling out") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("gained 100 lbs in 4 months"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, tooth disorder, migraine, hormone level abnormal, abdominal distension, rash, allergy to metals, feeling abnormal and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, feeling abnormal, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , dental problems, migraine, hormonal changes, bloating. A lot of my symptoms have either lessened or lessening. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter added. Event added as rash, allergic to nickel and brain fog on 23-mar-2020: new events: hair loss and weight gain were added. Fu 2 and fu 3 are together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6)2010 with result bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury "), tooth disorder ("dental problems"), migraine ("migraine") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, tooth disorder, migraine, hormone level abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for pain , dental problems, migraine, hormonal changes , bloating. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated.. Event: injury were updated to pelvic pain. New events:abdominal, dyspareunia (painful sexual intercourse), (menorrhagia (heavy menstrual bleeding), psych injury, dental problems, migraine, hormonal changes, bloating were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "no fallopian tube opacification". Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2010 with result bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury "), tooth disorder ("dental problems"), migraine ("migraine"), abdominal distension ("bloating"), rash ("rash"), allergy to metals ("allergic to nickel"), feeling abnormal ("brain fog") and alopecia ("hair falling out") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("gained 100 lbs in 4 months"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, tooth disorder, migraine, hormone level abnormal, abdominal distension, rash, allergy to metals, feeling abnormal and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, feeling abnormal, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , dental problems, migraine, hormonal changes , bloating. A lot of my symptoms have either lessened or lessening . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: finding: the uterus is anteverted and tilted towards the right. The proximal portion of the right microfilament lies in the intramural portion of the right fallopian tube. The proximal portion of the left microfilament lies approximately 5 mm from the isthmus of the left fallopian tube. There is no opacification of the fallopian tube bilaterally impression: status post essure placement. No fallopian tube opacification.. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Reporter, lot number, plaintiff's middle name and lab data added. New event added- device ineffective. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 35-year-old female patient who had essure (batch no. 664442), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2010 with result bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), migraine ("migraine"), abdominal distension ("bloating"), rash ("rash"), allergy to metals ("allergic to nickel"), feeling abnormal ("brain fog") and alopecia ("hair falling out"). And was found to have hormone level abnormal ("hormonal changes") and weight increased ("gained 100 lbs in (B)(6) months"). The patient was treated with surgery (total laparoscopic hysterectomy, and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, tooth disorder, migraine, hormone level abnormal, abdominal distension, rash, allergy to metals, feeling abnormal and weight increased outcome was unknown. And the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, feeling abnormal, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, dental problems, migraine, hormonal changes, bloating. A lot of my symptoms have either lessened or lessening. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, finding: the uterus is anteverted and tilted towards the right. The proximal portion of the right microfilament lies in the intramural portion of the right fallopian tube. The proximal portion of the left microfilament lies approximately 5 mm from the isthmus of the left fallopian tube. There is no opacification of the fallopian tube bilaterally. Impression: status post essure placement. No fallopian tube opacification. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of product technical complaint. Event: device ineffective deleted as per mail confirmation. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2010 with result bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("(menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury "), tooth disorder ("dental problems"), migraine ("migraine"), abdominal distension ("bloating"), rash ("rash"), allergy to metals ("allergic to nickel"), feeling abnormal ("brain fog") and alopecia ("hair falling out") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("gained 100 lbs in 4 months"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, tooth disorder, migraine, hormone level abnormal, abdominal distension, rash, allergy to metals, feeling abnormal and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, feeling abnormal, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, dental problems, migraine, hormonal changes, bloating. A lot of my symptoms have either lessened or lessening. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.